Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, the customer attended a party and consumed food prior to high bg event. System check with tandem technical support indicated the pump was performing as intended. The customer indicated their bg levels had decreased to 264 (mg/dl). It was recommended that the customer change their infusion site.